Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: bivalirudin. Xact carotid stent system. Migration of the filter can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. The emboshield nav6 instruction for use states: maintain proper guiding catheter / sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. Based on the reported information, the filter migration appears to be related to the non-abbott sheath prolapse, in which the barewire was pulled causing the deployed filter to be pulled back. As a result of the filter migration, another nav6 filter was used and successfully deployed. The reported migration appears to be related to case circumstances and there is no indication to suggest a product deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that during a stenting procedure in the right internal carotid artery, using a brachial approach, after the emboshield nav6 filter was deployed and as the xact stent delivery system (sds) was being advanced through a tight turn in the sheath, the sds was difficult to track. The non-abbott sheath then prolapsed pulling the barewire guide wire which caused the deployed filter to pull back. The sds and filter were removed. The non-abbott sheath was then pulled back and was found to have a twist in it. After the sheath was straightened and readvanced, another nav6 filter was successfully deployed. The sds was readvanced without difficulty and the stent was successfully deployed. During the procedure, the physician conducted three neurological tests and the patient exhibited no symptoms. There was no adverse patient effects. Though requested, no additional information was provided.